Event description:
It was reported that the blade lifted and curled out. The 75% stenosed target lesion was located in the moderately calcified upper left arm and directly above v side anastomosis. A 6.00mm/2.0cm/50cm peripheral cutting balloon was used together with two wallstent (8x47x75 and 7x34x75). The wallstents were implanted on march 3, 2020. During the procedure, the first wallstent that was placed in the middle part of the upper arm during the previous treatment, was expanded to 6 atm for four times with a slight shift from the central part to the periphery each time. Indentation was not obtained as confirmed by contrast imaging, thus additional expansion was performed at 10 atm for three times, similarly while shifting. After that, without removing from the sheath, the second wallstent that was previously placed was on the elbow and v side anastomosis, and was expanded at 6 locations at 10 atm in the same way. Also, the central side and the peripheral side within the stent are expanded once at 10 atm. When imaging was taken of the whole arm for the purpose of final confirmation, incomplete dilation/expansion was observed in both the middle part of the upper arm and the elbow, so additional dilation/expansion was performed two times at 10 atm in each of the upper arm stent and the elbow stent; expansion was 19 times in total. Upon removal, resistance was felt when the balloon approached the sheath. When the device was removed, it was then noted that the proximal side of one blade got lifted and curled to the outside. The procedure was completed after confirming that the other blades were attached to the balloon as per usual and that there were no abnormalities in the fluoroscopy and contrast imaging of the entire arm. Both wallstent were implanted inside patient's body. There were no patient complications reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The recommended sheath size for this device as per pcb2cm specification ps3010 is a minimum 6fr. The sheath used by the customer was not returned for analysis. On analysis, the investigator was unable to advance the device through a boston scientific 6fr sheath due to damage to one of the blades on the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. To carry out a leak test the returned device was attached to an encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 10 atmospheres without issue. The inflation device was verified at 10 atmospheres, before and after use with a calibrated pressure gauge. No issues were identified with balloon the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A microscopic examination identified that the proximal section one of the blades and its blade pad measuring approximately 14mm had been lifted distally from the balloon material. The distal section of blade and its blades pad was undamaged and remained fully bonded to the balloon material. This type of damage is consistent with excessive force being applied to the device when encountering resistance. No issues or damage was noted to any of the other blades of the device. All other blades and blade pads remained fully bonded to the balloon material. A microscopic examination identified found no damage or issues with the tip of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the blade lifted and curled out. The 75% stenosed target lesion was located in the moderately calcified upper left arm and directly above v side anastomosis. A 6.00mm/2.0cm/50cm peripheral cutting balloon was used together with two wallstent (8x47x75 and 7x34x75). The wallstents were implanted on (B)(6) 2020. During the procedure, the first wallstent that was placed in the middle part of the upper arm during the previous treatment, was expanded to 6 atm for four times with a slight shift from the central part to the periphery each time. Indentation was not obtained as confirmed by contrast imaging; thus, additional expansion was performed at 10 atm for three times, similarly while shifting. After that, without removing from the sheath, the second wallstent that was previously placed was on the elbow and v side anastomosis, and was expanded at 6 locations at 10 atm in the same way. Also, the central side and the peripheral side within the stent are expanded once at 10 atm. When imaging was taken of the whole arm for the purpose of final confirmation, incomplete dilation/expansion was observed in both the middle part of the upper arm and the elbow, so additional dilation/expansion was performed two times at 10 atm in each of the upper arm stent and the elbow stent; expansion was 19 times in total. Upon removal, resistance was felt when the balloon approached the sheath. When the device was removed, it was then noted that the proximal side of one blade got lifted and curled to the outside. The procedure was completed after confirming that the other blades were attached to the balloon as per usual and that there were no abnormalities in the fluoroscopy and contrast imaging of the entire arm. Both wallstent were implanted inside patient's body. There were no patient complications reported.